Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced unexpected increased insulin use and sustained hyperglycemia with glucose readings above 300 mg/dl over several hours despite two infusion set changes and adherence to training materials, and the user also noted upcoming travel with a time zone change. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting support and user education. Investigation included customer interview, review of use and technique, and provision of additional training resources, including guidance on proper meal announcements, allowing the ilet to deliver meal and correction doses, and adjusting device time when traveling. Investigation of this case revealed no confirmed device malfunction and suggested potential use-related factors as plausible contributors, including meal announcement timing and time zone settings. It was concluded, based on previously established findings for similar reports, that the cause was unclear.